Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation"), device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. 794895) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 2006 to 2008. On (B)(6) 2011, the patient had essure inserted. In may 2011, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), rash ("rashes"), skin disorder ("skin problems"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In january 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), dyspareunia ("painful intercourse (dyspareunia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2012, the patient experienced vaginal discharge ("vaginal discharge"). In january 2014, the patient experienced fatigue ("fatigue"). In january 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In may 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain/ pain r a nd l side of abdomen"), abdominal pain lower ("cramping") and insomnia ("trouble sleeping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue and insomnia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history, concurrent condition were added. Lot number was provided. Events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), rashes or skin conditions, bladder or urinary problems or changes, migraines / headaches, migration of essure device, dental problems, tubal ligation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue and trouble sleeping were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation"), device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. 794895) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 2006 to 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), rash ("rashes"), skin disorder ("skin problems"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), dyspareunia ("painful intercourse (dyspareunia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain/ pain r a nd l side of abdomen"), abdominal pain lower ("cramping") and insomnia ("trouble sleeping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue and insomnia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.